Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device could not be separated from the delivery catheter. The device was ultimately retrieved and not implanted. The patient was stable.